Manufacturer narrative:
Info was forwarded form the owner establishment, zimmer ((B) (4)), which markets the devices in the u.s. No product was returned for eval. Review of the device history records was also not possible as the item numbers and/or lot numbers were not provided. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of a device deficiency causing or contributing to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional info be received that changes this conclusion, an amended medical device report will be filed. Zimmer considers the investigation closed. (B) (4).

Event description:
It was reported by the pt's attorney that she underwent a left hip arthroplasty on (B) (6) 2008. Post op, she experienced pain due to possible acetabular loosening and was revised on (B) (6) 2009.